Event description:
It was reported that the device had possible premature battery depletion. It was noted that the patient had received 101 shocks due to atrial fibrillation/ flutter with rapid ventricular response (rvr). The physician commented that the patient's drinking induces the atrial fibrillation/ flutter with rvr. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met its expected longevity.